Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and the luer activated valve was observed missing from he top of the burette. A closer inspection revealed there is solvent present in the bonding of the burette where the luer activated valve is located. The reported problem was verified. Due to the condition of the retuned sample no functional testing was performed. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bung on the top of the clearlink system in-line buretrol extension set broke off. This issue was identified during patient infusion there was no patient injury or medical intervention associated with this event. No additional information is available.